Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab technician and the carefusion factory service technician. The carefusion failure analysis lab and the carefusion factory service department have evaluated this device on two separate occasions. On both occasions carefusion has not been able to reproduce the reported event and found the device operating within factory specifications. However during the initial failure analysis lab eval dated on (B)(4) 2014, the failure analysis technician noted that the fio2 sensor was dislodged at the tran com alarm pcba and the flow control valve housing showed signs of physical damage. In addition, during the visual inspection of critical components within the device the failure analysis lab technician noted a buildup of dust, debris or the physical damage to the flow control valve on the performance of the device. As a precaution, the carefusion factory service department replaced the gas delivery engine which includes the flow control valve and evacuated the dust/ debris from all critical components within the device. In addition a complete operational verification was performed on the device prior to returning to the user facility ready to be placed back into service. On (B)(4) 2014, a carefusion field service representative verified the performance of the device prior to it being placed back into service by the user facility.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative on (B)(6) 2014. "The customer is requesting fsd indicating the unit stopped ventilating while in pt use and indicated vent-inop on the following vent settings prvc/simv rate 16, vt 600, peep 5, fio2 45%. A continuous audible alarm was present during issue end user removed pt manually ventilated and placed on another ventilator no pt harm noted". The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the user facility on (B)(6) 2014. "On (B)(6) 2014, avea ventilator serial # (B)(4) failed to ventilate a pt and the alarms did sound respiratory technician found the display screen blank, manually ventilated pt and placed pt on new vent. This vent went to the MFR in (B)(6) and was returned to (B)(6), did not pass inspection here and was sent back to the company for further review. Since (B)(6) 2014, we have suspended utilization of avea ventilators and are currently renting a different MFR's ventilator. We have had multiple phone conferences with the carefusion team in (B)(4) concerning their equipment. They still currently have both ventilators which they state are repaired or they were unable to reproduce the event where there was no alarms".